Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, 10 tubes had abnormal platelet results. No adverse impact was reported regarding the patient or user.